Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker was in back-up mode. No intervention was made. Patient's status was unknown.

Event description:
Additional information received indicated that the device restoration was performed successfully. The patient was stable before, during, and after the procedure.